Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with high blood glucose levels of 600 mg/dl. It was stated that the customer was taking several correction boluses but the high blood glucose levels continued. Troubleshooting was performed and the insulin pump passed the prime test. The high pressure test was performed, but the insulin pump kept alarming motor error during the test and the test could not be completed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.